Event description:
Customer reported the system will intermittently display a white image after prolonged use.

Manufacturer narrative:
A ge rep evaluated the system and reloaded software. System operates as intended.